Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d9, g3, g6, h1, h2, h3, h6, and h11. This device has been analyzed but the final, approved draft of the engineering report and its conclusion is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 8mm x 40mm precise pro rx self-expanding stent (ses) could only be partially deployed and could not be re-sheathed. Approximately 50% of the stent was partially deployed. The stent had to be removed with the entire system. A second precise stent could be implemented without any problems. There was no reported injury to the patient. The intended procedure was for a carotid lesion located below the bifurcation. The device was prepped in the tray. The tuohy borst valve was in the open position when received and was closed prior to removing the device from the tray. When removed from the tray, the stent was still constrained within the outer member/sheath. No difficulty was encountered flushing the stopcock or the delivery system. The vessel was not tortuous, and the stent delivery system did not pass through any acute bends. No difficulty was encountered while advancing or tracking the delivery system toward the lesion, and no unusual force was used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion, and the delivery system did not pass through a previously placed stent. No unusual force was applied during deployment. The stent was removed with the entire system without injury. Additional details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the 8mm x 40mm precise pro rx self-expanding stent (ses) could only be partially deployed and could not be re-sheathed. Approximately 50% of the stent was partially deployed. The stent had to be removed with the entire system. A second precise stent could be implemented without any problems. There was no reported injury to the patient. The intended procedure was for a carotid lesion located below the bifurcation. The device was prepped in the tray. The tuohy borst valve was in the open position when received and was closed prior to removing the device from the tray. When removed from the tray, the stent was still constrained within the outer member/sheath. No difficulty was encountered flushing the stopcock or the delivery system. The vessel was not tortuous, and the stent delivery system did not pass through any acute bends. No difficulty was encountered while advancing or tracking the delivery system toward the lesion, and no unusual force was used at any time during the procedure. There was no difficulty or resistance noted while crossing the lesion, and the delivery system did not pass through a previously placed stent. No unusual force was applied during deployment. The stent was removed with the entire system without injury. Additional details were requested but were not provided. A non-sterile unit of ¿precise pro rx us carotid system¿ was received for analysis. A thorough visual evaluation was performed, during which the following conditions were observed. The stent was included in the bag and was received in a fully deployed state. However, review of the decontamination site image on the receipt of the device showed the stent in a partially deployed condition. Based on this discrepancy, it was determined that the stent was deployed after the device was returned and most likely as a result of decontamination processing and/or shipping. The stent was observed to be properly expanded with no damage noted. Two twisted conditions were identified on the device, located approximately 23 cm and 31 cm from the proximal end. In addition, a kinked condition was observed approximately 27 cm from the proximal end. The hemostasis valve was returned in the locked position. No other notable conditions were observed during the visual inspection. Measurements were obtained using a calibrated ruler. Per dimensional analysis, the usable length and outer sheath length could not be verified due to the observed twisted and kinked conditions, which impeded accurate measurement. Functional testing was not performed, as the unit was received fully deployed. However, the mechanism was evaluated by returning the device as close as possible to its manufactured position, as permitted by the observed twisted and kinked conditions, in order to simulate the stent deployment process. The mechanism was actuated during this simulation, and no anomalies were observed. The reported event of ¿stent delivery system (sds)-deployment difficulty-partial deployment¿ was observed through analysis of the returned device as it was received by the decontamination site with the stent partially deployed. The exact cause could not be determined during analysis. Based on the information available for review, it is difficult to determine what factors may have contributed to the partial deployment of the stent experienced, especially since the stent was able to be fully deployed inadvertently when the device was handling during decontamination. However, as the returned stent delivery shaft was kinked and twisted, patient vessel factors and/or procedural/handling factors possibly contributed to the damages noted and the subsequent inability to fully deploy the stent. Although, as the kinked/twisted conditions were not reported by the user, it is unknown if this condition was present during the procedure or if it occurred due to manipulations after the procedure. According to the instructions for use (IFU), which is not intended to mitigate risk, ¿extract the stent delivery system from the tray. Examine the device for any damage. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. Initiate stent deployment by retracting the outer sheath while holding the inner shaft in a fixed position. Deployment is complete when the outer sheath marker passes the proximal inner shaft stent marker. Note: the mechanism for stent deployment is outer sheath retraction. Deployment is completed by maintaining inner shaft position while retracting the outer sheath and allowing the stent to expand (often referred to as the ¿pin-and-pull¿ method). Post-deployment stent dilatation: while using fluoroscopy, withdraw the entire delivery system as one unit, over the guidewire and out of the body. Remove the delivery device from the guidewire. Note: if any resistance is met during delivery system withdrawal, advance the outer sheath until the outer sheath marker contacts the catheter tip and withdraw the system as one unit. (Do not remove guidewire.) Using fluoroscopy, visualize the stent to verify full deployment. If incomplete expansion exists within the stent at any point along the lesion, post deployment balloon dilatation (standard pta technique) can be performed.¿ neither the product analysis, nor the information available for review suggests that the reported event and observed conditions could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive actions have been taken at this time.